Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. Visual inspection of the header revealed it was loose. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.